Event description:
It was reported that the device became entrapped on the guidewire. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the moderately calcified and mildly tortuous mid superficial femoral artery. The target lesion was 95% stenosed. During the treatment, the jetstream xc atherectomy catheter bogged down and stopped working. The physician attempted to rex the device, but the catheter was entrapped on the thruway guidewire. The catheter and the guidewire had to be removed together. The procedure was completed with balloon angioplasty. There were no patient complications reported.